Event description:
It was reported, "goldline pencil - at end of case, the surgical tech began to pull drapes back and noted a burn on the left iliac crest region of patient. She immediately told the surgeon. The bovie which had been attached to drape in that area by the surgeon and holstered the whole time when not in use was then inspected and noted to have damage to the cord. The bovie was then replaced and treatment provided to patient. Surgeon excised the burn and closed area. The bovie was then replaced and treatment provided to patient. Surgeon excised the burn and closed area. The bovie was placed in a red bag with patient sticker attached to outside of bag and put at front desk. The bovie machine was also taken out of room and put in holding area with note attached."

Manufacturer narrative:
The suspect device, the goldline disposable, push button electrosurgical pencil (catalogue number unknown) is a device designed to be used as an accessory in conjunction with the electrosurgical units and electrodes with which they are known to be compatible. Their use enables the operator to remotely conduct an electrosurgical current from the output connector of an electrosurgical unit to the operative site for the desired surgical effect. These devices are compatible with conmed disposable standard and ultraclean active electrodes. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, was not conducted for the lot number was not available. One (1) used device was returned to conmed complaint handling center for investigation. The electrode utilized with the device was not returned to the complaint center for investigation. The device is supplied to the end-user with a 1" blade, 1" needle, or, an extended blade electrode (depending on the catalogue number). The returned device was examined in the laboratory. The pencil cable was tied around the holster prior to receiving at conmed complaint center. The cable insulation was damaged and wire was observed to be exposed during the examination. In addition, a plastic tube was attached with the handpiece unit by the end user. Thus, product was received in a poor condition at conmed complaint center. A wire section of the returned device was observed to be frayed prior to receiving at conmed complaint center. Inner wires were observed to be exposed out of the insulation. This frayed area of exposed wires was noted to be at the location of the "knot" tied to the device holster by the end-user. The complaint failure mode was confirmed based on the product condition. There could be multiple of possible causes for this failure mode. Improper assembly of the device could be due to manufacturing related defect. In process inspection & visual checks are done to ensure proper production of the devices. The IFU, instructions for use, specifies, "these devices should be inspected before each use. Visually examine the device for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Broken or significantly bent connector contacts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant dislocation". Thus, any device damage should be detectable prior to the use. Another possible cause of the compromised insulation could be the stress of tying the cable to the device holster. The cable could also have been compromised by the hot electrode of the cautery pencil. The way the cable was tied to the device holster, the hot electrode of the pencil would have to pass extremely close to the wire to be holstered properly between cautery pencil utilizations. Using an alternative goldline pencil, we recreated a similar insulation break as seen in the returned device, by lightly touching the hot, just utilized, electrode to the wire. Due to the location of the insulation break, this could have easily been created by the end-user upon holstering the pencil between uses. This insulation break at the device holster was the cause of the patient burn during the procedure. No conclusive manufacturing related defects were observed with the handpiece unit; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed.

Manufacturer narrative:
The device has just been received by conmed corporation on (B)(4) 2013. An investigation is anticipated; however, has not yet commenced. A supplemental report will be sent on completion of the quality engineering investigation.